Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6= this complaint could not be confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu157874 was released in two batches. Batch1: lot qty of units were released on 24 jan 2020 with no discrepancies. Batch2: lot qty of units were released on 07 jan 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the surgeon was performing posterior thoraco-lumbar fusion using the expedium verse system. The nurse was loading a screw in the polydriver handle, which was disconnected from the screwdriver shaft. The driver was removed from the field and second driver in the set was used for the rest of the case without issue. Procedure was completed successfully without any surgical delay. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium verse spine system polyaxial driver, shaft. This is report 2 of 2 for complaint (B)(4).